Event description:
Available information at time of reporting reasonably suggests that there are four (4) potential patients directly impacted by one suspected medical device. Patients underwent procedures involving the same individual suspected medical device between (B)(6) 2024. Below is narrative for patient #4 (patient corresponding to this form's section a). Patient was admitted to hospital on (B)(6) 2024 for cholecystitis and septic shock. Patient's blood cultures were positive for pan sensitive e. Coli on admission. Patient underwent ercp procedure with suspected medical device to remove stones on (B)(6) 2024. Patient's gallbladder drain was cultured on (B)(6) 2024 and was positive for cp-cre. Cp-cre was not treated since patient was improving on current regimen. Patient was discharged on home health on (B)(6) 2024. On (B)(6) 2024, ercp procedure involving suspected medical device was identified as possible link between multiple cp-cre infections. On 8/21/24, suspected medical device was examined by borescope during facility investigation. Borescope revealed a small tear within the inner sheath of the device. As of time of this report, it is unknown when tear appeared on scope, what caused it, and whether it was present for ercp procedures involving affected patients.